Manufacturer narrative:
Device passed displacement test, self test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. Device was tested with no low reservoir alarm noted during testing. Drive support cap was inspected and no anomaly was noted. No moisture damage on electronics and motor assembly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose level was 208 mg/dl at the time of the incident and current blood glucose level was 210 mg/dl. The customer's stated that their blood glucose level was all over 100 mg/dl to 400 mg/dl and 250 mg/dl. The customer was treated by the insulin pump. The customer was assisted with the troubleshooting for high blood glucose. The insulin pump will be returned for the analysis.